Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels from (B)(6) 24 to (B)(6) 24 of 30 mg/dl. The cause of low bg was unknown. The customer attempted to treat the low bg and they became unconscious. The customer received third party assistance from paramedics, who provided glucose to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.